Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Blocks d4, h4: the complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was placed inside an uncovered stent to treat a malignant stricture during a stent placement procedure performed on an unknown date. On (B)(6) 2024, during a routine follow-up procedure, it was noted that the stent was occluded. The stent was removed with forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.